Event description:
It was reported that the unspecified bd nano pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown consumer reported, when priming, no insulin flows stated, 15-20 affected date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18 h6: investigation summary customer returned (5) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that there is no insulin flow during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle clog. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Consumer reported, when priming, no insulin flows. Stated, 15-20 affected. Date of event: unknown.